Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is filed after subsequent review of literature article: early complications of posterior rod-screw fixation of the cervical and upper thoracic spine. H. Gordon deen, m.d., eric w. Nottmeier, m.d., ronald reimer, m.d. Received, february 4, 2006. Accepted, june 19, 2006. N=2 post op screw breakage.